Manufacturer narrative:
The customer processed controls without any issues and accepted the analyzer back for use. The investigation determined that the service action resolved the issue.

Manufacturer narrative:
The glucose hk gen.3 reagent lot number is 88231201, and the expiration date is 31-aug-2026. A field service engineer (fse) determined that the sample probe is clogged by sample gel. The fse replaced the sample probe and optimized the adjustments. For verification, the fse processed controls without any issues. The investigation is ongoing.

Event description:
There was an allegation of a questionable glucose hk gen.3 result from the cobas c 503 analytical unit for one patient. The initial result was 23 mg/dl, and the repeat result on another c503 was 103 mg/dl. A new sample was collected, and the result on the other c503 was 117 mg/dl. The repeat result of 103 mg/dl was deemed to be correct. The sample was repeated because of the initially low result, and was not released outside of the laboratory.